Event description:
It was reported to philips that the system gave an alert indicating the host computer had lost connection with the velara generator, preventing a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse identified a problem with the loading of the hard drive. To resolve the problem, the hard drives were removed and receded, followed by multiple tests of the system boot-up. After receding of the hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.